Event description:
(B)(6) called in and stated that mr. (B)(6) fell out of the bed while reaching for something. She states that it had nothing to do with the functionality of the mattress. According to (B)(6), bolsters were in place. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).